Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2012 alleging an apply sample message on his one touch ultra 2 meter. The patient mentioned that on (B)(6) 2012 at 3:15 pm he tried to use the meter while he was in the plane and the meter displayed an apply sample message and was stuck. He claims that his skin started turning grey and then started to develop vision problems. He then drank some coke and felt better. Once he landed he had another ultra 2 meter in his car and tested his blood glucose using the same test strips and obtained a 5.6 mmol/l. While troubleshooting over the phone it was noted that the technique of applying blood on the test strip was correct and the patient was using the correct test strips. The alleged issue was not resolved over the phone and the product was replaced. The complaint is being reported since the patient alleged that he was unable to test due to the alleged issue with the meter, developed symptoms, self-treated with (B)(4) and felt better.

Manufacturer narrative:
Product was replaced and requested back for investigation. The 510 (k) k053529.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.